Event description:
It was reported that the lift on the 9800 system is disabled and an x-ray disabled message appears on the c-arm. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. It was identified that the key on the c-arm needs to be placed in the on position. Follow-up call confirmed that the system is operating as intended. No further issue noted.